Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 3.5x18mm xience v stent was successfully implanted in the proximal right coronary artery (rca) lesion and a 3.5x28mm xience was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. In (B)(6) 2016, the patient was hospitalized and another percutaneous intervention was performed. The patients anti-platelet medications were changed. The event resolved without sequela. There was no additional information provided.